Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26319 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During inflation, the guidewire inside the balloon was observed to be bent. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue (the balloon catheter or mapping catheter exhibited an abnormal angle after the balloon was filled with gas) has be confirmed through testing. The balloon catheter failed return inspection due to a guidewire inside the balloon was bent and a guide wire lumen was kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon catheter or mapping catheter exhibited an abnormal angle after the balloon was filled with gas inside the patient. The device could not be used due to this abnormal angle, and multiple attempts to maneuver and straighten it were unsuccessful. An ocular inspection was conducted to assess the issue, but no cause was identified. The balloon catheter and mapping catheter were replaced, after which the procedure was successfully completed. No patient complications have been reported as a result of this event.